Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during setup of the broncho video scope, prior to the patient being in the room, a snowy image was observed. No patient involvement and no patient harm reported.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Image noise occurred. In addition, the following reportable malfunctions were identified during the device evaluation: no image and adhesive around objective lens has a chip. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes of the customer reported allegation of "snowy image" and the additional finding of "no image" as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the additional finding "adhesive around objective lens has a chip" was due to a fracture problem. The most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.